Event description:
Information received from the (B)(6) clinical database. Treatment of a right unruptured ica (internal carotid artery) sidewall aneurysm measuring 13.14mm x 0.87mm. It was reported that the patient underwent pipeline embolization treatment with one pipeline on (B)(6) 2011 and had proptosis and erythema of conjunctiva on (B)(6) 2011. It was reported that the patient's condition resolved on (B)(6) 2012.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).